Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. It was noted the reason for the procedure was the physician thought the lead was causing pulmonary hypertension. There were no additional adverse patient effects reported. Lead return is not expected.